Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right atrial (ra) lead dislodgment was noted. A lead revision was preformed and the lead was unable to be repositioned due to the helix of the lead. The ra lead was explanted and a new lead was implanted. The patient was in stable condition.